Event description:
The physician used a silverhawk lsm in the left sfa. After 4 passes the physician cleaned the device and performed 2 more passes, but the cutter on the lsm would not close all the way. The device was turned off and removed, cleaning was approached with a needle, flushing the cone and cutter with heparin saline on and off with the cutter. All morphology was removed from the silverhawk but the physician still could not be completely closed. Atherectomy was cut short due to open/closure issues. The packing mechanism seemed to prevent the cutter closure. No injury to patient reported.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to this reported event. During evaluation of the returned silverhawk device, the cutter blade was missing. It could not be determined when the blade broke from the device.